Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a ladg procedure. At delta shaped anastomosis the surgeon fired the device but could not remove the reload from the tissue. The device was removed using force and there was no tissue damage. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the pushers of were all fired, but the sled was not fully advanced. The jaws were open. The distal sutures were still anchored on reinforcement material. Functionally the reload was loaded into a pmv representative instrument, the interlock was overridden, and the reload was applied to test media. Both remaining sutures were released. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the unreleased sutures may occur if the firing sequence is not completed. In this situation, the internal hinges which release the sutures may not engage fully and reinforcement material may not deploy properly. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.